Event description:
A biomed from a hospital in (B)(6) reported that the pressure gauge of an rd900 neopuff infant resuscitator was out of calibration.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received for service at our us faclitiy in california, where it was inspected by a trained fisher & paykel healthcare technician. The device was visually inspected for damage and then tested in accordance with the neopuff technical manual. Results: no damage was noted to the neopuff casing, but the end plug caps were missing from the top and bottom of the case. Testing revealed that the manometer was faulty. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is not known what caused the pressure gauge to go out of calibration but is possible that it was caused by some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The manometer and plug sets of the complaint neopuff device have been replaced and the neopuff has been returned to the hospital facility.